Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient is implanted with a scs system which includes two leads from the same lot. It was reported the patient's right lead had migrated. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the right lead which resolved the issue. The left lead remained in place and fully functional.